Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. It was reported that the pump time was incorrect, due to pump reset. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. The customer's blood glucose level was 377 mg/dl.